Event description:
During insertion of needle during epidural anesthesia. The pt moved during a contraction and the needle broke below subcutaneous tissue. Pt sent to operating room where broken piece of needle was surgically removed.